Manufacturer narrative:
Smith & nephew received the above reported complaint for no suction/failure to alarm. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. Since the negative pressure therapy involves various elements within a system, it is difficult to determine and assign a definitive root cause of the complaint described. Possible root causes for drainage leaking at wound site are: blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. Regarding pump not alarming, the alarm was not triggered since the system sensed that negative pressure was still maintained. In order for the system to trigger a blockage alarm, the fluid handling pathway must be ¿fully¿ occluded and an alarm would be triggered within 3 minutes. Possible root causes for the pump not triggering a blockage alarm may include that the system was drawing enough air through the clp, or the canister connection between pump and the canister filter hose or antimicrobial filter. This issue has been confirmed. (B)(4) was initiated to further investigate the root causes for failures of this type, and identify any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: dressing noted not to have full suction at the dressing site; foam and soft port were ¿puffed up¿. Dressing with fluid leaking down the sides of the drape. No alarm noted on the renasys ez plus.